Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that the device would unsuspend itself in the middle of the night when the customer had suspended the device prior. Customer's blood glucose was 117 mg/dl. Customer had extreme low blood glucose around 30 mg/dl. Customer was advised to contact the healthcare professionals. Customer will not be returning the device for analysis.